Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spinal fusion, the screw driver being used broke at the tip. The tip of the driver remained in the screw head. The reported issue occurred on the final turn of the screw placement. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided.